Event description:
Caller reports that a nicu patient tested 193mg/dl and 115mg/dl on the same device within 10 minutes. No treatment was reported. Caller reports that a sicu patient tested 48mg/dl and 235mg/dl within 10 minutes on the same device. No treatment was reported. Caller reports that a patient tested 124mg/dl and 34mg.dl within 10 minutes on the same device. No treatment was reported. Caller was unsure if quality controls were used on the vial that produced these results. Requested return of suspect device and replacement was sent.